Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for right subtrochanteric fracture of the femur with nail and blade. When the surgeon attempted to insert the guide pin of the blade using the hospital-owned unium, it got stuck midway due to lack of power. The surgeon tried several times to insert and remove the guide pin, but managed to insert it, but the guide pin was inserted bent. During reaming of the lateral cortical bone, the nail was shaved off, leaving metal fragments in the femoral neck and femoral head. The surgeon determined that removal of the fragment was not possible. The surgeon mentioned that the cause of this was that the unium (hospital-owned) lacked power, so the guide pin was forcibly inserted, causing it to bend when inserted. He also mentioned that the bent guide pin probably interfered with the nail when drilling the lateral cortex. Considering the risk of postoperative breakage, the surgeon removed the nail in question and replaced it with one size thinner nail. The surgery was originally scheduled for one hours but was extended by 40 minutes. The surgery was completed successfully. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.